Event description:
Perclose closure device would not come out of patient's body. Interventional cardiologist was consulted and was able to remove closure device. Angiogram was performed and showed no disturbance to the vasculature.